Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge efficiently. The patient underwent an ipg replacement procedure. Patient doing well post op. Hospital would not release old battery.